Event description:
It was reported to boston scientific the study published in the international brazilian journal of urology aimed to identify perioperative predictors of immediate pain following ureteroscopy, with a specific focus on whether hydrodistention (from pressurized irrigation) of the renal collecting system contributes to post-procedure pain, where an irrigation syring unit was used. A total of 131 patients were included in the study who underwent ureteroscopy for stone treatment, with equal gender distribution. An unspecified amount of patient experienced pain that required narcotics upon post-anesthesia care unit.

Manufacturer narrative:
Block b3: date of event: approximated to may 19, 2015, as to when the literature report was published. Block h6: patient code (B)(6) captures the reportable event of pain. Impact code f2303 captures the reportable event of medication required. Block g2 (report source): alazem, k., li, I., & monga, m. (20215). Predicting procedural pain after ureteroscopy: does hydrodistention play a role? Journal of int braz j urol, 2016; 42: 734-9, https://doi.org/10.1590/s1677-5538.ibju.2015.0275